Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the implantable cardioverter defibrillator exhibited oversensing. Programming changes were discussed but not performed. The patient had no adverse consequences.